Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the fault code 1003 and the warning message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific for further evaluation. No adverse patient effects were reported. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for two weeks. Beyond that time, therapy could not be guaranteed

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.